Manufacturer narrative:
The analysis of data from preventive maintenance of the 16-dec-2020 and 23-jun-2021 confirmed that both distance sensors, mt-02-183 s18227 and the new one, encountered multiple unexpected and frequent disconnection. The repetitive disconnections led to communication failures with the distance sensor globally. The maintenance test from the 23-jun-2021 permitted to confirm that the issue was due to an hardware component failure into the device. The most probable root cause of this event would be that because a malfunction of the wire which connects the sensor box ¿ passing though the arm - to the distance sensor or the sensor box itself. Corrected data: b4 date of this report, d4 serial number/lot number, g3 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 adverse event problem, h10 additional narratives/data.

Event description:
During a regularly scheduled maintenance of the rosa robot, there was an issue with the distance sensor during the accuracy check. The clinical representative (cr) tried to reset the distance sensor multiple times, including disconnecting/reconnecting the usb cord from the computer that runs to the sick box. The cr noticed that the error message for the distance sensor was "unable compute tool's position". This error/issue has plagued this robot before.no patient involvement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a regularly scheduled maintenance of the rosa robot, there was an issue with the distance sensor during the accuracy check. The clinical representative (cr) tried to reset the distance sensor multiple times, including disconnecting/reconnecting the usb cord from the computer that runs to the sick box. The cr noticed that the error message for the distance sensor was "unable compute tool's position". This error/issue has plagued this robot before. No patient involvement.